Event description:
Reporter alleged the customer obtained a result of 457 mg/dl on aviva system 1 compared back to back with results of 112 mg/dl and 140 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that she normally changes the insulin to accommodate the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2. It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the system displayed a generator error message. A reboot cleared the error. No pt injury was reported.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2. It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.